Event description:
A customer contacted beckman coulter inc (bec) and reported that while performing startup, they observed approximately 5cc of clenz had leaked under the secondary probe of the coulter lh 750 hematology analyzer where the probe wipe was broken. The leak was not contained inside the instrument. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was reviewed. There is an exposure/risk management plan available at the facility. No patient samples were run, and there was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) observed a clenz leak under the blood sample valve (bsv) due to a broken probe wipe rinse block. The fse replaced the probe wipe module and verified alignment. No further leaking was observed. The fse performed instrument verifications. The cause of the leak is a broken probe wipe rinse block. (B)(4).